Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a right c5 segment unruptured saccular aneurysm using the pipeline embolization device, multiple deployment failures occurred. The procedure involved initial deployment of the pipeline embolization device 4.50mm x 25mm and a marksman catheter 150cm, with the catheter positioned 10 millimeters above the aneurysm. The stent's tip end was opened and anchored using push and pull techniques, but multiple attempts to open the stent at the midsection were unsuccessful. The stent was withdrawn into the catheter, and during retrieval with a recovery sheath, the stent could not move at the proximal end within the catheter. The physician released the load in the system in an attempt to resolve the issue but the issue did not resolve. The catheter was kinked in the distal section. The pushwire was not damaged the catheter was flushed continuously with heparinized saline. Both the catheter and stent were replaced. Subsequent attempts with new pipeline embolization device 4.50mm x 20mm and new catheter at the same location. The stent could not be opened, during the retrieval process with the recovery sheath, the stent could not move at the proximal end within the catheter. The tip end of the stent did not open initially . The catheter was withdrawn, and the stent was redeployed using a combination of push-and-pull techniques. The tip end opened and anchored, but at the midsection of the stent, multiple attempts to deploy it were unsuccessful. The proximal section failed to open. During the retrieval process with the recovery sheath, the stent could not move at the proximal end within the catheter. More than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. A new microcatheter and dense mesh stent were then used instead, and the procedure was successfully completed. Dual antiplatelet treatment was administered, and angiographic results post-procedure confirmed the right c5 segment aneurysm. The aneurysm max diameter was 4.2mm and the neck diameter was 3.5mm. The distal landing zone was 3.94mm and the proximal landing zone was 4.2mm vessel tortuosity was moderate. The access vessel diameter was 7mm. The devices were prepared as indicated in the instructions for use (IFU). No patient symptoms, complications, adverse events, infections, or deaths were reported. No patient complications have been reported as a result of this event.

Event description:
Additional information received reported a total of two pipelines and two marksman 150s failed to open. The third one did not experience issues and was deployed normally. The third one used a phenom 27 microcatheter. The pipeline was not placed in a vessel bend when it failed to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿as found condition: the marksman catheter was returned for analysis within a shipping box; and within a plastic bio-pouch. ¿damage location details: no damages were found with the marksman catheter hub. The catheter body was found to be kinked at ~38.5cm from proximal end. In addition, the catheter body was found to be accordioned from ~27.0cm to ~24.5cm from distal end. The marksman catheter distal marker/tip was found to be flattened. No other anomalies were observed. ¿testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis finding, the marksman catheter was confirmed to have resistance as the marksman catheter was found to be damaged. Possible causes include incompatible devices, patient vessel tortuosity, flush rate too low, catheter damage or device damage, guidewire or delivery system damage, material occludes catheter, insufficient catheter flushing or lack of continuous flush, insufficient guidewire or delivery system hydration. It was noted the patient's vessel tortuosity was moderate and the catheter was flushed continuously with heparinized saline. Which eliminates these factors out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.